Event description:
It was reported that the fogarty balloon ruptured on the wire during use. There were patient complications reported.

Manufacturer narrative:
One fogarty thru-lumen embolectomy catheter was received for evaluation without the packaging. A visual examination was performed on the catheter and the very distal portion of the catheter tip is missing and appears to have been cut off. The balloon was inflated using the recommended 0.9ml inflation volume and the balloon inflated clearly and concentrically and leakage was not observed. The customer report of balloon rupture was not confirmed and several attempts have been made to find out why the catheter was received with the tip missing. Although, damage was noted on the catheter, there is no evidence of a manufacturing nonconformance. The cause of the damage could not be conclusively determined without additional information from the reporter. It is not known what factors may have contributed to the complaint. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.